Event description:
It was reported the subject device had image blackout during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 communication error. Based on the results of the investigation, it is likely the reported issue occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.